Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, experienced a cardiac arrest and subsequently passed away due to the cardiac arrest and another indication. The cause of death was reported to be possibly due to a myocardial infarction, however, has not been confirmed. Four days prior to death, the pt was admitted to the hospital for another indication. On an unreported date, the pt experienced cardiac arrest and subsequently passed away. Pd therapy was ongoing until the time of death, however, the pt was not connected to a hc device or performing pd therapy at the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. The serial number of the device was unknown. As a result, the service history review and/or device history review were not performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.